Event description:
It has been reported to philips that the system did not complete the boot up sequence. It stuck in a booting loop. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t complete the bootup sequence, it stuck in booting loop. Review of the system log file confirmed the malfunction as there was a software issue. Upon troubleshooting, fse confirmed that the cause of the reboot lop was suite pc software. To resolve this issue, fse created a new backup and reloaded the software to the suite pc and restored the backup. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.